Event description:
It was reported that during a lap procedure that the device stopped working. No further info available at this time. No patient consequences.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator it was concluded that there was switch failure due to intermittent contact between the hand piece and the instrument.